Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high pacing, lead impedance measurement greater than 2,000 ohms. Additional information received from the field representative indicated that the cause of the observation was not determined. The patient will continue to be monitored. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). All available information indicates that the implantable cardioverter defibrillator (ICD) remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.